Manufacturer narrative:
The customer's test strips were requested for investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The test strips were returned for investigation where they were tested on reference meters with a retention control. Test results (control range = 2.5 - 3.1 inr): qc measurement 1 = 2.7 inr, qc measurement 2 = 2.7 inr, qc measurement 3 = 2.7 inr. All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. The returned customer material and retention material comply with the specification. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. Higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Initial reporter occupation - the occupation is patient/consumer.

Event description:
It was reported that a patient received a discrepant result when testing with coaguchek xs meter serial number (B)(4). A sample from the patient was tested using the meter, resulting in a value of 2.5 inr. Approximately 1 hour after the meter measurement, a venous sample collected from the patient was tested in the laboratory using an unknown method, resulting in a value of 3.4 inr. The patient's therapeutic range is 2 - 3 inr.